Event description:
It was reported that the user¿s ilet displayed a black screen and became unresponsive while at work after a prior restart and brief charging, and the agent assessed that the device battery was depleted. Symptoms included no user-reported adverse physiological effects. Outcomes included interruption of insulin delivery with temporary loss of therapy until charging could be performed. Investigation included customer interview and troubleshooting guidance related to power and charging. Investigation of this case revealed the device likely powered down due to a drained battery and could recover functionality with charging. It was concluded that the event was consistent with device power depletion without patient injury.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.